Manufacturer narrative:
Correction: h6 - the correct investigation conclusions code should have been "61 - unintended use error caused or contributed to event" rather than "4307 - cause traced to component failure".

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had the stylet stuck inside and could not be removed. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿stylet got stuck in lead and won't come out¿ was confirmed. A complete lead with stuck stylet was returned in one piece. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was found stripped with fragments inside the connector region. Visual and x-ray examination showed the inner coil was bunched up at this region. The cause of the reported event was due to the stripped ptfe coating which resulted in the bunching of the inner coil at the connector region preventing stylet removal.